Event description:
It was reported that balloon leak occurred. The target lesion was located in the arteriovenous fistula of upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, it was noted that an air leak occurred. The procedure was completed with using this device. There were no patient complications as a result of this event. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified. There is an unknown liquid inside the device.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. D2b - pro code (product code): fge, lit. (B)(6). G4 - premarket / 510(k): k141521, k141597.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the arteriovenous fistula of upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, it was noted that an air leak occurred. The procedure was completed with using this device. There were no patient complications as a result of this event.